Manufacturer narrative:
Additional information received; it was confirmed that the valiant stent graft was implanted to attempt to treat the suspected aneurysm rupture and that no issues were noted during its delivery. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Device evaluation summary: the graft was cutaway with the freeflo stents and two most proximal stent rings remaining. The freeflo stents had not been released from the tip capture. Bunching was observed along the graft cover. The reported event could not be confirmed through analysis. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information received: it was reported, the patient expired suddenly when the valiant captivia stent graft was being delivered into the common iliac artery. And this graft never got implanted. Correction to b5: the valiant stent graft used, during the procedure brand name has been updated to valiant captivia, and not valiant navion as reported in initial b5. The serial number was correctly. Submitted medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr, parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii bifurcate stent graft system and a valiant navion captivia were implanted in a patient for the endovascular treatment of an 88 mm abdominal aortic aneurysm. It was reported that during the index procedure, the proximal stent collapsed during the implantation of the endurant abdominal aortic stent graft, radiography was performed and a type 1 endoleak was noted at the proximal stent graft. Unsuccessful ballooning was performed. A stent graft liner was then implanted into the collapsed stent at the proximal end to form support and seal the proximal endoleak. It was reported that during the implantation of the device the patient's blood pressure dropped suddenly, the heartbeat stopped and died of a sudden cardiac death after a failed resuscitation. It was reported that the stent was not found to be the direct cause of death during the operation as per the physician the cause of the event was that the endurant stent graft collapsed during the procedure . It was stated that the patient died of a suspected aneurysm rupture during the index procedure. No additional clinical sequelae were provided. Patient expired.